Manufacturer narrative:
Evaluation summary: the valve exhibited moderate to heavy calcification in the cusp area of leaflets 2 and 3. Calcification was moderate at the cusp 1. At the free margins calcification was heavy at leaflet 3 and moderate at 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent inflow. The x-ray demonstrated calcification. X-ray. The reported calcification was confirmed through analysis of the sample device. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and regurgitation. The explanted valve is currently being requested to investigate the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years, 1 month due to mitral stenosis, mitral regurgitation and paravalvular leak. The explanted valve was replaced with another edwards bioprosthetic valve. No other details provided.